Event description:
Two different needless connectors were being used in the organization. There was a substitute product from ICU medical reference mc100, microclave clear neutral connector. This particular product was found to be getting stuck on the end of ICU medical plum IV pump tubing and being removed from the end of the PICC catheters. Substitute product removed from inventory and will use original product from bbraun company. Met with ICU medical, company indicated that they have never had complaints of items sticking together and that there is no contraindications when it comes to the plum tubing and microclave connector. ICU medical company offered to provide education on possible overtightening and connecting.